Manufacturer narrative:
Manufacturer ref no.: (B)(4). The device was not returned to baxter for evaluation. Therefore, an evaluation could not be completed. If the device is returned, an evaluation will be completed and a supplemental report will be submitted.

Event description:
It was reported that multiple power chords were having issues with the "hot" pin of several power cords migrating through the exterior casing due to excessive heat. It was also reported there was no patient injury.